Manufacturer narrative:
The laboratory uses interleaved 2-of- 5 barcode symbology; checksum is disabled. Per labeling: "use of bar codes is an extremely accurate and effective method of positive patient identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". Per the information provided, the barcode reader was previously changed on (B)(4), 2011 due to a failed read rate test. Three mis-reads have occurred since then, but the exact dates are unknown. Sample barcode labels were requested for evaluation, but have not been received. Customer requested a replacement bar code to be installed before resuming use of the instrument. The new barcode reader was replaced on (B)(4), 2011. Read rate test was performed to verify operation and passed. The root cause for the misidentification is unknown.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that a patient, with sample ID (B)(6) was incorrectly read as (B)(6) and the results were matched to another patient with a test order on the same day containing sample ID (B)(6). Coulter lh 750 hematology analyzer is associated with this event. The misidentification was identified on the same day during review of patient results that were flagged. The customer sent a vigilance report to (B)(4) regarding patient misidentification the results were reported out of the laboratory. There was no death or injury. Per cf, there was no change to patient treatment attributed to or connected to this event.